Event description:
A pt presented to her physician with pain and cramping, described as intolerable, several weeks following implantation with essure micro-inserts. A nickel allergy was suspected so the pt was referred to a dermatologist for a nickel allergy test; a nickel allergy was confirmed. The physician removed the micro inserts as a result of the nickel allergy and pain the pt was experiencing. The physician reported that the pt's symptoms resolved following micro-insert removal. The physician stated that she believes the essure micro-inserts were directly related to the symptoms the pt was experiencing.

Manufacturer narrative:
IFU contraindication: the essure sys should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for pts with suspected hypersensitivity to nickel). IFU warning: pt with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).